Manufacturer narrative:
Date sent to the FDA: 05/03/2017.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. For each patient reported, please provide: the patient demographic info: age, gender, weight, bmi at the time of index procedure; date and name of index surgical procedure; the diagnosis and indication for the index surgical procedure? Other relevant patient history/concomitant medications, product lot #; patient symptoms- describe the manifestation of reaction (location, severity, appearance, systemic or local reaction); what was the onset date, time from the index surgery? Was medical intervention required to treat the patient condition? Results; does the patient have known allergic history to medical device, food or medications? Was there any allergy testing performed? If yes, results? What is physician¿s opinion as to the etiology of or contributing factors to this event; what is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure and suture was used. Following the procedure, the patient complained of redness or itching at the incision site. The suture was replaced with a different suture device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: letter from surgeon attached: I am in receipt of your questions regarding my patients that had allergic type reactions to your 5-0 nylon sutures. As far as your questions are concerned over a three-week period suddenly I had five patients with allergic reactions to the 5-0 nylon sutures. Three had very bright red irritated tissue around the suture itself in the wounds. Two had an extreme pruritus over the suture area in the recovery room. One, we were able to give decadron. The other I had to remove the sutures in the recovery room because of the extreme uncomfortable pruritus, replace the 5-0 nylon with 5-0 prolene made by you. This resolved the problem. Therefore, there was no question these sutures were causing an irritation and allergic type reaction in these patients. They were from multiple backgrounds. There was no notable increased bmi or history of allergies to medications in these patients. There was no question visually that the sutures themselves, the 5-0 nylon, causing the problem. The symptoms resolved once the sutures were removed.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch# (B)(4), batch# (B)(4), batch# (B)(4), batch# (B)(4), batch# (B)(4), batch# (B)(4), batch# (B)(4). In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Additional information was requested and the following was obtained: below is a brief summary of our discussion with dr.: dr. Recapped each of 5 cases he encountered recently with reaction to 5-0 ethilon nylon suture as stated in his letter to us. Through inquiry, it was confirmed that the sutures were used for skin closure. He agreed and believed that the current reaction issue might be associated with the specific lot. He said that the alleged suture were likely from same lot. Our sales rep had some unused sutures from the same lot. He did save one piece of removed suture.